Manufacturer narrative:
(B)(4). Failure to follow steps, predilatation balloon diameter. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. It was reported that the vessel was pre-dilated using a 5.5 mm balloon. Per the supera instruction for use (IFU) the recommended pre-dilatation diameter for a 5.5 mm stent is greater than 5.5 mm balloon. Overall, without having the supera delivery system to examine, a definitive cause for the reported deployment difficulty could not be determined; however, there is no indication to suggest a product deficiency contributed to the reported event.

Event description:
It was reported that during a procedure of the superficial femoral artery (sfa), the supera stent delivery system (sds) was being deployed at the lesion when about halfway through deployment the thumbslide ratchet lost traction and the stent could not be deployed further. The sds and stent were removed from the anatomy without issue. A second 5.5 x 60 mm supera stent was successfully deployed in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.